Manufacturer narrative:
(B)(4) date sent: 7/12/2016. Batch # (B)(4) the device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The tissue pad was found in good physical condition and properly attached to the clamp arm. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no alert screens displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found. Possible causes of the clamp arm detachment are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that, the harh36 was used for dissection during a laparoscopic myomectomy case. After testing, the first harh36 was failed after five minutes, the "tighten assembly" error was displayed on gen11, the scrub nurse detached and reassembled the harh36 and hp054, the harh36 couldn't pass the testing phase and again "tighten assembly" error appeared, after reassembling the third time, instrument error was detected and "replace instrument" error was displayed on the screen. The second harh36 was opened, and similar to the first harh36, the "tighten assembly" error appeared within five minutes into the surgery after testing. The scrub nurse repeated the assembly of the harh36 to the hp054, and "replace instrument" error was displayed. The surgeon then had to open a third harh36, this time, the jaw of the device was broken, before he could even grasp the myoma, the jaw did not close when he pulled the closing trigger. Finally the surgery was completed with a fourth harh36. This has been raised as a serious product complaint as to the quality of our product, as they have been experiencing similar product failure over the past half a year, either with ace36e and harh36.&#63508;there were no adverse consequences for the patient reported.